Event description:
Spontaneous call from title insurance verification rep advising that the patient has passed away on (B)(6) 2024 per their notes, unknown if md is aware, cause of death not provided, no further information provided. Gel-one indication: unilateral primary osteoarthritis, right knee; unilateral primary osteoarthritis, left knee; pain in right knee; pain in left knee; chondromalacia patellae, right knee; chondromalacia patellae, left knee tymlos indication: age-related osteoporosis without current pathological fracture route of administration:intra-articularly. Reported to (B)(6) by health professional.